Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6f angio-seal sts plus device was returned for product evaluation. The device was returned mated in deployed state with hemostasis sheath and carrier tube assembly. No other accessory components were retuned for analysis. Visual inspection revealed that the carrier tube assembly was cut at the proximal end and received into two pieces. There was no damage or deformation found along the length of the sheath. Microscopic analysis revealed that the tamper tube was still present into the carrier tube assembly. No other anomalies were noted. The tensioner was removed from the device cap. Several turns of suture were still present on the tensioner and the suture was still tethered appropriately. There was no difficulty unwinding the suture from the spool. All turns of suture were left within the spool. There was excessive blood like substance noted on the tensioner hub which may have possibly caused the suture mechanism to malfunction. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the event may have occurred due to excessive blood like substance, leading to seizure of the mechanism, which in turn led to failure of the device to release suture as intended. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor used the involved angio-seal device was used during a coronary angiography to close the right femoral artery. After deploying the anchor and collagen buffer, it was impossible for him to remove the catheter from the femoral. The catheter was cut with a scalpel for removal. Once removed, the catheter was invaginated at its tip, which could cause removal difficulties. There was no clinical consequence related. There was no harm to the patient.